Event description:
New information received noted the patient's right ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was observed that the patient received inappropriate high voltage therapy. On (B)(6) 2019, the patient presented remotely and alert conditions for ventricular fibrillation were observed. Ventricular oversensing and lead dislodgement were suspected. A chest x-ray was performed on (B)(6) 2019 which noted the right ventricular lead appeared in place. Programming changes were discussed. No intervention was reported.